Event description:
It was reported during a routine review of the newly implanted pacemaker the device did not detect a loss of capture (loc) during the right ventricular automatic threshold (rvat) test. It was also noted there was pacing inhibition with 2.5 seconds of asystole. The physician did advise this also happened during the box change. Technical services (ts) was consulted and advised the data was not saved and unable to review the right ventricular (rv) lead threshold. No further assistance was requested at this time. The device and this rv lead remain in service and no additional adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.